Event description:
It was reported that revision surgery was performed due to pain.

Manufacturer narrative:
The combination of devices implanted in this case constitute an off label application in the USA.